Manufacturer narrative:
The insulin pump was received with cracked reservoir tube, belt clip slot, display window corners and loose drive support disk.

Event description:
Customer reported that there are cracks on the insulin pump due to it has fallen out of the belt clip and hit the ground. Nothing further was reported.